Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown),the device's pacer output intermittently would not increase. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.